Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. After cleaning, the helix can be retracted and extended by applying torque directly at the connector pin. Electrical testing was normal. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the atrial lead dislodged due to a motor vehicle accident. The lead was explanted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.